Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The cpu board was recommended for replacement. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.